Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot number: unknown) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial number: (B)(6)) sigphandle, sig power sigphandle handle, (serial: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure after the third firing, the blade was difficult to retract and jaws were locked on the stomach tissue. To resolve the issue, the power stapler was replaced by a manual stapler; resection and re-stapling were performed. Additionally, the patient needed to be readmitted 3 days later due to bleeding in the intestinal loop, then the patient was discharged from the intensive care unit (ICU) the same day. It was noted that the patient was then in stable clinical condition.

Event description:
According to the reporter, during a procedure after the third firing, the blade was difficult to retract and jaws were locked on the stomach tissue. To resolve the issue, the power stapler was replaced by a manual stapler; resection and re-stapling were performed. Additionally, the patient needed to be readmitted on november 01, 2025 due to bleeding in the intestinal loop, then the patient was discharged from the ICU observation on november 03. It was noted that the patient is now in stable clinical condition.

Manufacturer narrative:
Correction: d4 (lot, UDI), h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3(MFR name, street 1, MFR city, MFR region and postal code), d4(expiration date), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was received attached to the associated adapter. The reload was fully fired. The I-beam was fully advanced and the jaws were clamped. The reload was articulated to the right. There was damage to the blowout plates. Laminates were found to be herniated. Functional testing noted that the reload could not be removed from the associated adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. The reload and associated adapter were connected to a handle running v29.6 software and clamshell. The handle went into emergency retract mode and displayed the remove reload screen. After emergency retract mode completed, the reload could be removed without difficulty by pressing the blue unload switch back then twisting and removing the reload from the adapter. The lugs of the reload were broken off. The articulation flag was bent. It was reported that the knife blade was difficult to retract and the instrument locked on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. These issues can occur if the reload is over torqued during unloading or if an attempt is made to unload the reload without using the release button. This can also occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.